Event description:
On (B)(6) 2008 a miniarc urethral sling was implanted. It was reported that, as a result of the "pelvic mesh product" she, "began experiencing recurrent pelvic pain, erosions, and recurrent infection of the tissue around the mesh." In (B)(6), 2010, she underwent "surgery to remove the mesh, as well as revisionary surgery, and vaginal reconstruction to correct the injuries caused by the mesh." As a result of the injuries because of the "pelvic mesh device," she has suffered and continues to suffer from chronic physical pain and severe emotional injuries."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.